Event description:
Customer requested assistance with site reminder settings as the customer had not turned the site reminder on since his last site change. Reportedly customer's blood glucose level was 234 mg/dl.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted. Per the t:slim insulin pump user guide, the site reminder should be set when changing the infusion set.